Event description:
The customer reported that the staff does not recall hearing a central station monitor alarm for a desaturation alarm.

Manufacturer narrative:
The customer reported that a pt with complex medical problems and a tracheostomy tube was found unresponsive with her trach dislodged yet staff did not recall hearing a desaturation alarm at the central. The hospital investigated this issue and found the volume setting was set at "1" which was too low for staff to reliably hear all alarms. The central shipped in 2004 and had therefore, been in use for approx 5 years at the time of this incident. Volume settings are configured during installation of the product by philips after consultation with the customer regarding desired settings. It could not be determined if the volume settings configured were the same as the original settings at installation as requested by the customer or if any of the original settings had changed in the past 5 years. The customer took action to change the minimum alarm volume setting behind a password to prevent any future issues with the inadequate alarm volume. No further investigation or action is warranted.